Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Isi has requested to have the device returned; however, as of the date of this report, the instrument has not be received or evaluated to confirm/identify the failure mode. .

Event description:
It was reported that during a da vinci-assisted liver resection and lysis of adhesions procedure, an unspecified error was generated after 10 minutes of use of a harmonic ace instrument. When the customer retracted the instrument from the trocar, a blade from the device separated. The instrument fragment was retrieved during the same surgical procedure. The case was completed with a backup harmonic ace instrument. Intuitive surgical inc (isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.